Event description:
It was reported that anomalous artifacts were seen on electrocardiograms from the right ventricular channel of the pulse generator. The artifacts did not affect device function. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.